Event description:
It was reported that during an unknown procedure the device was defective.

Manufacturer narrative:
(B)(4).batch #: u93h7a. Additional information was requested and the following was obtained: did the generator display any error messages and if so what were they? Unk. Did the device pass the pre-test? No. Had the device been working and then stopped? No. Did the patient experience any adverse consequences due to this issue? Unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was returned with no apparent damage. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non functional. However, it worked properly with foot switch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality.